Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The handle fell off during resection was able to keep screw and piece. Wrapped the frame in coban and finished procedure with no delay. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the handle fell off during resection was able to keep screw and piece. Wrapped the frame in coban and finished procedure with no delay. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: device history records indicate 25 devices were manufactured under lot k0ba0 and all 25 devices were accepted into final stock on 05/29/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4), prodex lot k0ba0 shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4).

Event description:
The handle fell off during resection was able to keep screw and piece. Wrapped the frame in coban and finished procedure with no delay. Case type: tka.